Event description:
This case was reported by a division of evidence based medicine in dermatology (B)(6) via (B)(6). This group is conducting an injectable filler safety-study. The aim of the study is to register adverse events to these injectable filler materials in the (B)(6). This case involves a male pt, (B)(6). Medical disease includes ((B)(6) since 2000) and (B)(6) (diagnosed in 2008). (B)(6) was treated with interferon. Treatment with poly-l-lactic acid (sculptra, batch-no unk) was injected for medicinal induced lipoatrophy on (B)(6) 2008, and on (B)(6) 2008. Application sites were the cheek, zygomatic arch and crow's feet, bilateral respectively. In (B)(6) 2008, occurrence of injection site nodules. No change of status since then. On date of report, the reaction had not subsided. As alternative explanation possible interferon therapy related reaction. The division of evidence based medicine in dermatology assessed the reaction as probably related to poly-l-lactic acid and considered no corrective treatment necessary.